Manufacturer narrative:
Correction: device manufacturing date provided. And the onsite rep replaced the mobile view station (mvs) power board which has also not been received by the manufacturer for evaluation.

Manufacturer narrative:
Correction: the power board of the viewing station of the imaging system was returned to the manufacturer unused. Indicating that the component was not replaced.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to site to check the equipment. Representative confirmed that the issue was due to a defective ups. The ups was replaced and a system checkout was performed. System passed all testings and is working normally. The suspect ups has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the mobile view station (mvs) of the imaging system was not starting up and displays black screen. There was no patient present at the time of the issue.